Event description:
It was reported that during acetabular cup implantation, the ball-nose screwdriver fractured within the inserter. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d9; g3; h2; h3; h6. Visual examination of the returned product identified: nicks and scratches are present on the handle and shaft from previous uses. Hex ball at the distal tip is fractured off and fractured piece(s) were not returned with the device for evaluation. Device otherwise visually conforms to print. No other damage was noted. Device has an approximate field age of 7.5 years. Where measured, within specification. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.